Event description:
New information received notes that the device was successfully explanted.

Event description:
It was reported that the patient presented to the emergency room with discomfort. The implantable cardioverter defibrillator had delivered inappropriate shocks due to incorrect interpretation of signals. Under-sensing and sensing issues on the discrimination channel was also noted. The device was reprogrammed. The patient was stable following changes.